Manufacturer narrative:
As reported, a 6f 10cm sw radial rain sheaths the hydrophilic coating completely came off one of the sheaths. There was no reported patient injury. The device was prepped per the instruction for use (IFU). A non cordis sheath introducer was used. The coating came off prior to inserting into the patient. Also, in the past when handling one of the rain sheaths, the hydrophilic coating leaves residue on your fingers. The complaint device was not returned for analysis. However, 25 sterile units of ¿6f 10cm sw radial¿ were received inside of the original packing with five pieces in each box. The seals of all the packaging were intact. The integrity of the sterile pouches was not compromised. Devices were unpacked in order to proceed with the evaluation. No damages or anomalies were observed on the returned units. Functional analysis was performed by the product engineering team (pet) members according with the IFU. Before the sheath coating was activated, the cannula was handled and the detachment of the coating was not presented under any circumstances. Then, the sheath coating was activated with water. Once the sheath coating was activated it was rubbed with the fingers and the hydrophilic coating did not came off from the sheath. A product history record (phr) review of lot 17847799 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿coating separated during prep¿ could not be confirmed as the device was not returned for analysis. Additionally, no issues were noted during analysis of the returned sterile devices. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural and handling factors of the hydrophilic coating are possible since the issue could not be replicated during analysis of the sterile units. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to use, confirm that the sheath size is appropriate for the access vessel to be used. If resistance is felt upon insertion or withdrawal, investigate the cause before continuing. Do not pinch the plastic cannula and/or the side tube with forceps. It may cause scratches on it. Attention should be paid not to damage the plastic cannula with forceps or sharp edged tools. Do not scratch the sheath with needle point, cutting tool, or other edged tools.¿ neither the phr review, nor the product analysis of the sterile devices suggest that the reported event is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17847799 presented no issues during the manufacturing process that can be related to the reported event. The device was not returned for analysis. A device history record (DHR) review was performed and showed that these lots of products met all the requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6f 10cm sw radial rain sheaths the hydrophilic coating completely came off one of the sheaths. There was no reported patient injury. Also, in the past when handling one of the rain sheaths, the hydrophilic coating leaves residue on your fingers. The device was prepped per the instruction for use (IFU). A non cordis sheath introducer was used. The coating came off prior to inserting into the patient. The device will not be returned for evaluation.